Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 radio frequency programmer head.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, the circuit board was replaced as a preventative and the stylus was calibrated.

Event description:
It was reported that upon power-up the programmer generated an error message. It was cleared once the power was recycled a couple of times. The programmer was returned for service. It was indicated that there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.